Event description:
The patient was receiving chemotherapy, avastin, via b-braun ultrasite IV tubing. The patient was heard calling for assistance. When the nurse responded she noted that the ultrasite port closest to the patient was leaking. The chemothearpy treatment was stopped, the tubing replaced and therapy restarted.